Event description:
While troubleshooting for a slow flow supply alarm, a home patient (hp) reported seeing air in a supply line during automated peritoneal dialysis (apd) therapy. The issue occurred during dwell one of four. Nothing unusual was noted during troubleshooting for the air. The technical service representative (tsr) instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.